Event description:
It was reported the patient underwent surgical intervention to explant his entire scs system due to infection at the ipg site.a culture was taken and IV antibiotics were administered.

Manufacturer narrative:
(B)(4). Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Conclusion:the system was explanted because of infection. The complaint for infection cannot be confirmed through product analysis testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.